Event description:
The handpiece had unintended activation during an evaluation at the manufacturer. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was evaluated at the manufacturer, and during that time there was unintended activation. A follow-up report will be submitted if the results of the final quality investigation require one.